Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d4: catalog number : a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: initial reporter telephone number: (B)(6). Section h4: device manufacture date: unknown. Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported initially that haptic of the lens was stuck to optic. Proper hydration was done. Additional information was recieved and it was learnt that there was unfolding issue and second instrument was used to unfold the lens. Intraocular lens was fully inserted into the eye, remains implanted and no injury to patient. Patient is doing fine. No further information available.